Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient could not recall their blood glucose levels for the incident but stated their ketone levels reached 4 (unit unknown). The pod reportedly fell off from the infusion site (arm) after it was worn between 5 and 24 hours on the arm. Symptoms reported include hyperglycemia "her functions were compromised." The patient's neighbours called an ambulance and the patient was treated with insulin and saline solution. The patient was released after 24 hours. The pod has been discarded.